Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had traumatic fall on (B)(6) 2017 and on admission was found to have a subdural hemorrhage (international normalized ratio (inr) 2.3). Labs on admission on (B)(6) 2017 were: inr 1.6; prothrombin time 15.8; white blood count (wbc) 7.67; red blood count (rbc) 3.50; hemoglobin (hgb) 8.9; hematocrit (hct) 28.9. Computerized tomography (CT) showed worsening hemorrhage for which patient was reversed with prothrombin complex concentrate (pcc) and vitamin k. On (B)(6) 2017 the patient became more lethargic and repeat head CT showed worsening right sided subdural hematoma with mass effect and midline shift. Patient was taken to the operating room for emergent right craniotomy with subdural evacuation. Post-operative course was complicated by status epilepticus / frequent right hemispheric seizures that was captured on continuous electroencephalogram (eeg). Neurology placed patient on several medications and the seizures resolved. On (B)(6) 2017 the patient was still intubated but awake. The patient was alert and able to follow commands during this time. However, on (B)(6) 2017 the patient¿s mental status worsened and became obtunded with minimal responsiveness. During this time, CT head showed stable findings, repeat eeg showed no seizure activity, and lumbar puncture was negative for any infection. An infectious work-up showed positive clostridium difficile (c. Diff) and klebsiella pneumoniae growing in bronchoalveolar lavage. Despite treatment with antibiotics the patient was persistently febrile without significant neurological recovery. The patient¿s mental status never fully recovered and on the evening of (B)(6) 2017 it was decided to withdraw care and transition to comfort care. After defibrillator and pacemaker were turned off, all therapies were stopped, a morphine drip was started, the left ventricular assist device (vad) was turned off, and the patient was extubated. The patient passed on (B)(6) 2017. The patient was a participant in the vad destination therapy trial improved blood pressure management clinical study.